Manufacturer narrative:
(B)(4). Product evaluation: the reported product was returned to abbott. The bottles of clearcare solution were both in good condition and have not been opened, they both still have their shrink wrap safety seal around the top. Reported product was likely to be tampered with after the product was distributed and out of amo control, alleged product deficiency was not determined. No product deficiency or malfunction was determined for the reported issue. Manufacturing record review: manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications. Review included incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no similar non-conforming materials report, or related process/material change. There was no non-conformance reported for this lot. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she purchased a 2x (B)(4) twin pack of complete multi-purpose solution - easy rub formula. The box was sealed at the time of purchase. When the patient opened the box, instead of complete, she found 2 bottles of clearcare solution (a non-amo product). The product was not used.